Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for erratic blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results obtained of 129 and 323mg/dl. The expected fasting blood glucose test result range is 140-150mg/dl. The customer did not report symptoms. Medical attention was not reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer's expiration date is 7/31/2021 and open vial date is one week ago. The meter memory was reviewed for previous test result history. (B)(6).